Event description:
The device stopped working in 2008. It was turning off and telemetry was failing. X-rays and "all other kinds of testing" did not determine the issue. The pt experienced a lack of therapeutic effect, and no stimulation sensation. Multiple attempts at reprogramming were made, and eventually, there was no output from the device. The system was replaced. The pt outcome was reported as "no injury".